Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The caller initially struggled to load the cartridge onto the pump but, with assistance from technical support, successfully filled and loaded a new cartridge, allowing them to complete the loading process and resume insulin delivery.